Event description:
Customer reported a female patient sustained a 3rd degree burn to the anterior thigh during childbirth and that it was treated by wound care. Photos of the used plate show a narrow blackened area adjacent to the conductive gel on the end of the plate opposite the tab end. Etiology of the burn is unknown since information regarding generator settings were not provided.

Manufacturer narrative:
In 3m product instructions for use, it is stated that "to reduce the risk of burns and pressure necroses: do not apply universal pad where fluids may pool". 3m has reviewed the pictures of injury site of the patient provided by the user facility. The picture shows that the plate was contaminated with surgical prep solution which indicated the conductive solution went under the patient plate that would cause the burn.